Event description:
The account alleged the side rail was not latching. No pt impact.

Manufacturer narrative:
The account found the side rail latch spring is missing. The account replaced the side rail latch spring to resolve the issue.